Manufacturer narrative:
The manufacturer reviewed the on-site service documentation, which confirmed that the device was working within specification. The investigation has not identified any abnormality or product deficiency related to the incident. Per the reporting site, the mel80 was set up to treat the left eye of the patient. The hcp, who typically treats the right eye first, did not notice the set up and proceeded to treat the right eye. The manufacturer reviewed document labelling for mel80 excimer laser system. The device labelling (IFU 0817-0300-000-ga-fr-090713, page 8 and page 77) advises hcp to "check the patient's personal details (name, date of birth and which eye is to be treated)" before proceeding with the treatment.

Event description:
The health care professional (hcp) reported inadvertently treating a patient's right eye using the treatment plan for the left eye with the mel80 excimer laser system. The hcp planned to treat both eyes of the patient. The planned correction for the right eye was -2 (-2) 45° and for the left eye was -2.75(-1.50) 145°. The patient's post-operative refraction for the right eye is +1.75 (-3.50 ) 45°. The hcp has planned an additional surgery for the right eye to improve the refractive outcome. All pertinent information available to carl zeiss meditec has been submitted.